Event description:
It was reported that the customer frequently had no or intermittent response by button press on the up and down buttons. Customer stated that the pump was accidentally dropped in water. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the liquid crystal display board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during the visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.